Event description:
A surgeon reported that after implantation of an intraocular lens (iol), the patient had unexpected postop refraction. The association between this event and the iol is not known. Additional information has been requested.